Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after receiving a replacement pump, the customer forgot to turn the carbohydrates feature on and delivered a 17 unit bolus instead of the intended bolus for 17 grams of carbohydrates. At the time of the reported event, the bolus had been fully delivered and the customer had 17 units of insulin on board (iob- active insulin in the body). Tandem technical support assisted the customer in successfully turning on the carbohydrates feature. Although requested, the customer declined assistance and further follow-up from tandem technical support.